Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: review of the black box data revealed evidence of unexplained power on reset events and battery life alarms following a battery replacement on (B)(6) 2018. On investigation, the pump powered on and electrical current draws were measured to be within specifications. The pump was exercised for 24 hours without a battery life issue. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.